Event description:
It was reported that there was a low sensing value, no capture at maximum output, and a possible dislodgement of the right atrial lead. No intervention has been done or planned at this time and the event remains under physician consideration. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.